Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. (B)(4).

Event description:
Follow up information was received; the reported informed that the event occurred "part of the way through sculpt the occlusion bell started going off continuously".

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the occlusion bell went off during the phaco portion of a cataract surgery. The handpiece and the tip were replaced, however, the console displayed an advisory. The cassette was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for evaluation. No updates have been received at this time.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. A review of the device history record indicates the order was built to specification. The returned sample was visually and functionally tested and passed testing. It was noted that the drain bag was detached from the cassette cover due to saturation. The sample could be recognized and the service data could be retrieved from the console. The sample primed and tuned successfully. No leakage was observed during testing and no system message codes were generated. Neither leakage, nor occlusion was detected during testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).